Manufacturer narrative:
Correction: it was discovered on 27-jan-2016, that an incorrect date was referenced in a previous supplemental 3500a submission. The reported date of 16-aug-2016 was reported incorrectly and should be 16-aug-2015.statement in previous supplemental 3500a submission should read: ¿on 30-jun-2015, it was noticed that a coding error in MDR submissions from our facility resulted in the maude database incorrectly coding the devices related to our MDR submissions from 25-may-2015 to 16-aug-2015. The decision to wait until the database was corrected was made after consultation with the FDA as advised by a consumer safety officer with the information analysis branch, division of post market surveillance, office of surveillance and biometrics. An it solution was implemented on 16-aug-2015. This MDR was submitted to correct the coding error. There is no new information to change the patient information, event description and/or manufacturer narrative that was previously reported.¿

Manufacturer narrative:
A medtronic representative reported that he attempted several phone calls with different surgeons at the hospital, and patient information was unobtainable. The type of surgical procedure was a cranial tumor resection. The computer shut down sporadically during surgery, and during patient exam loading in cranial and spine software. Another navigation system was brought in to complete the procedure. The patient's anesthesia time was extended by 20 minutes due to this issue. There was no injury to the patient.

Manufacturer narrative:
Medtronic investigation of returned suspect device finds that the computer behaved properly during all stages of testing. No problem found. Testing was unable to replicate the reported issue.

Event description:
A site representative reported that the navigation system computer shut down unexpectedly while in a procedure, and during loading patient exams in synergy spine and synergy cranial.

Manufacturer narrative:
Patient information was not made available from the site. On (B)(4) 2015, a medtronic representative performed a navigation system check-out, software and instruments areas passed. Hardware test failed: computer boot-up. Computer shut down and restart sporadically. On (B)(4) 2015, a medtronic representative performed a navigation system check-out, software and instruments areas passed. Hardware test failed: computer shuts down by itself during operation. Issue solved by replacing computer. System performed as intended. Return requested. Replacement computer shipped to site. No parts have been received by manufacturer for analysis.